Event description:
It was reported via the implant patient registry and learned through investigation that a patient with a 27mm 2700tfx aortic valve was explanted after an implant duration of 9 years, 3 months due to calcification and degeneration. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient presented with leaflets calcification, structural valve degeneration, with a hole in the r leaflet manifested as severe bioprosthetic valve regurgitation and stenosis. The patient underwent a redo avr and CABG x2 in the same procedure. The valve was removed and replaced with a 27mm 11500a valve. Postoperative echo showed well-seated valve with no paravalvular leak, and the patient tolerated the procedure well with no immediate complications. On pod# 5, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (type of investigation).

Event description:
It was reported via the implant patient registry that a patient with a 27mm 2700tfx aortic valve was explanted after an implant duration of 9 years, 3 months due to unknown reason. The explanted valve was replaced with a 2mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it has been discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.